Event description:
It was reported that a malfunction occurred on a pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.